Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. A review of the DHR found that the lot met all release criteria. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 10 minute result read time. Root cause: could not duplicate with retains. Source: social media and email.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. A review of the DHR found that the lot met all release criteria. Root cause: unable to determine. Source: social media and email.

Event description:
Suspected false positive sars result for 1 symptomatic consumer (4 days post onset of sore throat symptoms). The consumer communicated they tested negative with molecular (pcr testing) and another rapid antigen assay. 5 additional consumer events were also communicated which are captured on separate reports.